Event description:
The hospital reported a malfunction during pre-use checkout resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The customer reported they replaced the flow sensors to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).